Event description:
Kmts field rep reported that the patient received therapeutic shock. Patient was already at the hospital at the time of the call. Patient is currently admitted to hospital ed. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.